Manufacturer narrative:
This report is being supplemented to correct d4: unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal cover cap fell off was due to distal cover cracked and split. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device on the duodenovideoscope came off during the procedure inside the patient. They were almost done completing the procedure, withdrawing the scope out of the patient when the subject device was detached, and the patient coughed out the subject device. The issue occurred during an endoscopic retrograde cholangiopancreatography (ercp) while the patient was under sedation. There were no reports of patient harm. This is report 2 of 2.